Manufacturer narrative:
(B)(6). For devices without 510(k) numbers: PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were not drawing the correct amount of blood.

Manufacturer narrative:
Updated received by manufacturer date to 03/31/2017.